Event description:
A customer contacted beckman coulter regarding an elevated accu tnl result from a pt that was generated by the access 2 instrument. The customer indicated that the elevated accu tnl (sample a) result was 107ng/ml. The elevated accu tnl result was accompanied by a normal ckmb result. The ck mb and the elevated accu tnl results were reported out of the lab. According to the supplemental form submitted by the customer, the pt was given heparin after the elevated accu tnl result was reported out. The customer indicated that several hours later, a new sample (b) was collected for accu tnl. The accu tnl result from sample b was 0.03ng/ml. Based on the lower accu tnl result from sample b, the customer retested sample a for accu tnl. The repeated accu tnl result from sample a was 0.02ng/ml. The heparin therapy was discontinued after the lower accu tnl results were obtained on sample b and a. There has been no pt injury that can be attributed to this event.